Manufacturer narrative:
The actual device involved in this incident was returned to kerr corporation for evaluation. The returned product underwent adhesive strength testing. The result indicated that the product was within specifications. This is the final report.

Event description:
In 2008, a doctor alleged that prosthetic restorations placed with maxcem on three different patients had fallen off.

Manufacturer narrative:
The product was returned to the sales representative, but has not yet been received by the manufacturing facility in the us. The patient's inlay was recemented with a different product without incident. The patient is doing fine. This is the first MDR report of the three incidents reported.